Event description:
User reported that she tried to use the cup for 2 menstrual cycles and both times, it caused her extreme pain. She visited her obgyn to see what was the cause of the problem, but her physical went well, and therefore, she believes that the cup is not a good fit for her, and she will not be using it in the future.